Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed b17 software upgrade.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country, event site email), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2, h6(health effect ¿ clinical & impact code). A getinge field service engineer (fse) diagnosed and replaced the executive processor board and reloaded the software to resolve the issue. Install complete. A full calibration and functional check has been performed per the factory calibration procedures. The equipment is repaired and cleared for clinical use.